Event description:
Reporter stated that caller from facility reported that he felt the unit was overfilling final containers from station 1 which is always used to deliver lipids. The caller asserted there is always overfill in the containers. He programmed the station to deliver 524ml from a 500ml source and there was no flow alarm at 484ml and the source container was empty. He stated this has been a problem ever since the facility began using this unit. He stated he would finish filling the bag with lipids and dispense it. The unit was sent to product services for evaluation.